Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was inserted and advanced to the blocked segment of arteriovenous fistula. During inflation at nominal pressure of 6 atmospheres, the balloon burst. The device was removed from the patient through the sheath and the procedure was completed with another of the same device. No patient complications were reported.